Manufacturer narrative:
(B)(4). Firing trigger handle the analysis results found that the 6sb45 device was received with the firing trigger broken and with a reload present. The reload was received partially fired which indicates that the device's firing cycle was interrupted. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no abnormalities were noted. Per event description and physical evidence, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge on previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 03/16/2011. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic splenectomy procedure, misfire, the device locked-out. The surgeon managed to close the stapler with excessive force unaware of the safety-lock out mechanism, this action resulted in breaking the firing handle. When he tried to extract the device, he managed to tear an artery and excessive bleeding occurred. He had to convert to an open procedure in order to control the bleeding. The patient was given a 3 litre blood transfusion. However, the surgeon is now positive that this was a lock-out issue and not a malfunction in the stapler. But to be on the safe side he wants the device to be examined. The patient is doing well. No further complications.